Event description:
Boston scientific radial jaw 4 large capacity biopsy forcep, ref m00513330, lot # 36556874, exp 05-18-2028. Jaws of forceps were difficult to open fully. Initially noted while biopsies being obtained (instrument inside the scope) but also noted as specimen transferred to formalin (instrument outside the scope). Switched to a new device (same MFR, ref #, lot #, exp date) and no difficulties encountered. Affected device was discarded into sharps container.